Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump stopped working and had a blank display. Customer reported that a replacement battery cap was sent to resolve the issue. Customer also mentioned to have experienced keypad anomaly and troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm. Error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.